Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), treatment noncompliance ("patient did not have an hsg done"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menses") and pain ("side pain"). The patient was treated with loratadine (loratab) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, treatment noncompliance and menstruation irregular outcome was unknown and the abdominal pain lower and pain was resolving. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, menstruation irregular, pain and treatment noncompliance with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -(B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: case became potential legal. Event "pelvic pain" added. Essure insertion date updated to (B)(6) 2011 and stop date added. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.